Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing which was noted on current electrogram, which resulted in occasional ventricular pacing at sixty five beats per minute. The ra lead remains in use. No patient complications have been reported as a result of this event.